Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported that "stripes in the display. Battery defective". No known impact or consequence to patient.

Manufacturer narrative:
The returned device was evaluated. During testing the device was found to have a flickering display, and a recessed docking pin. The device was able to obtain readings and alarmed audibly and visually under alarm conditions. The device was able to remain powered on using dc power for approximately 15 seconds. The customer's battery was found to be unable to charge due to the recessed docking interface pin. No lines on the display were indicated during testing.